Event description:
Information received notes that the patient was admitted to emergency room after feeling weak and sweating profusely. The patient reported that he works with an arc welder. Interrogation found the device in back-up mode. The patient's intrinsic rate was 48 bpm. The device paced intermittently with capture at 65 ppm, but the output spikes slowly diminished in size until there was complete loss of capture. Attempts to download were unsuccessful.